Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed. A batch review has been performed and there were no non-conformances related to the reported condition. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
The facility representative contacted baxter to report an intermate that has a burst reservoir during filling. The device was filled with antibiotics and sodium chloride. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.